Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a saccular 6.7 cm diameter thoracic aortic aneurysm approximately 26 months ago. The proximal aorta was 28-30 mm in diameter. Distal aorta was 40 mm in diameter. It was reported that the patient expired due to acute respiratory failure. No autopsy was performed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).